Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the hcp reported alert 84 when attempting to interrogate the pump. The caller stated that they were sure this was the alert they saw. The caller stated they were trying to interrogate the pump pre-op but they were unsuccessful. The surgery the patient was undergoing was not related to the pump. The caller stated that the pump was "floating" in the body and they had a difficult time finding the pump with the programmer and eventually the programmer just gave code 084. They proceeded with the surgery without interrogation and the patient provided them with a session report from two days prior.